Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss or change of therapy. The patient experienced leakage 6-7 times. The patient could not remember how to use the patient programmer. She had wanted to change parameters with the help of the representative. The event date was noted as (B)(6) 2016. It was identified the patient needed new batteries. The patient received a warning screen to change the patient programmer batteries on the day of the call ((B)(6) 2016). The patient programmer would not connect to the implantable neurostimulator (ins). During the call it was identified the patient could not replace the batteries due to a lack of batteries. No out of box issue was noted and there was no medical or therapy reported. Information received via the consumer a day later reported the patient was having loose bowel movements. The patient could not feel stimulation and the therapy was confirmed to be on. It was reviewed for the patient to increase the amplitude and the patient was able to increase to a comfortable level. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.